Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A thorough inspection of the device revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon near the distal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon leak occurred. The target lesion was located in the superficial femoral artery. The 2mm x 40mm x 145cm sterling es mr balloon was inflated once but the balloon pressure would not rise. Contrast medium was noticed to be leaking from the distal and proximal portion of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a pinhole in the balloon.